Event description:
It was reported that the c-mac video laryngoscope "dim light". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer (dim light) confirmed, and further defects were detected. In total the following defects were detected: - led is dimly lit the device met the test specifications at the time of delivery. Therefore, based on the defects found during the technical inspection, it is concluded that the most likely cause of the described failure is normal wear and tear by the user. The event is filed under internal karl storz complaint ID: (B)(4).